Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and the off no power alarm functioned properly. The insulin pump passed the self test. No unexpected battery out limit alarms were noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that there is battery out limit alarm and keypad anomaly. The blood glucose reading is 180 mg/dl. The insulin pump will be replaced. Nothing further reported.